Manufacturer narrative:
The investigation for the low pump flow and the pump stop has been completed. The pump was returned for evaluation. Upon inspection, biomaterial was found beneath and around the impeller. The data logs show a motor current spike before pump stop. The low pump flow failure mode was as a result of ingested biomaterial which also led to pump stop. The root cause of the temporary pump stop was determined to be biomaterial. H6 med dev prob code 1248.

Event description:
The user facility reported a 67-year-old male was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was on impella cp support and there were continuous suction alarms. The staff gave 8 units of blood products and albumin. Additionally, a pump stop occurred. There was high motor current and a subsequent pump stop. The pump was attempted to be restarted to no avail. The aic (automated impella controller) was replaced to no avail. The pump was restarted again but was only able to flow at p 1. The pump was explanted.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: using the automated impella controller with the impella catheter achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup. Section: using the automated impella controller with the impella rp with smartassist system catheter unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen. Section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿